Event description:
During sigmoidectomy procedure with a possible colostomy; the stapler was fired with an apparent deployment of staples; however, when the end was severed in the usual fashion, the staple line failed, spilling feces into the abdomen.manufacturer response (as per reporter) for stapler, surgical, dst series, ta 90 manufacturer intends to retrieve and evaluate device.